Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the device was connected to the lead the right atrial (ra) lead was undefined impedance qualified as high. Fluoroscopic examination revealed that the pin was coming out. The lead was disconnected and re-connected and the impedance values were within an acceptable range. The implantable pulse generator (ipg) and ra lead were implanted and remain in use. No patient complications have been reported as a result of this event.